Manufacturer narrative:
The insulin pump had alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer stated in the alarm history insulin pump had more than one motor error alarm within a 30-day period. Customer was able to successfully clear the alarm also able to complete pump rewind. The device will be returned for analysis.